Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the right atrial lead exhibited noise. The physician capped and replaced the lead on (B)(6) 2019. The patient was in stable condition.